Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a 95% stenosed lesion in the left circumflex (lcx) artery with heavy calcification and heavy tortuosity. The 2.5x18mm xience alpine stent delivery system (sds) was advanced to the target lesion and the stent implanted. However, the implanted stent was noted to become fractured and a dissection occurred. Therefore, a 2.5x15mm xience alpine stent was implanted to cover the fracture stent and dissection. There were no adverse patient sequela and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported difficulties and patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect(s) of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported stent break. There was no damage noted to the device during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties.